Event description:
It was reported that the patient had a revision because the ¿prong¿ that held the lead in place came loose. It was stated that in (B)(6) 2008, the implantable neurostimulator (ins) was not working.

Manufacturer narrative:
Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2007, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).